Event description:
Boston scientific received information that during the implant of a biventricular defibrillation system, the physician had difficulty implanting this right ventricular (rv) defibrillation lead due to the patient's unusual anatomy. This lead was directed toward the rv apex, the stylet was pulled out and the helix was extended. Lead measurements at this position were unsatisfactory, and the lead was repositioned. A new apical position was selected, the helix was again extended and good lead measurements were obtained. However, there was a significant drop in the patient's blood pressure and the patient was not responsive. Reversal agents were administered to the patient, as the physician believed the patient had been over-sedated. With no improvement in the patient's condition, an echocardiogram was performed, and they found pericardial effusion of approximately 3 centimeters. A pericardial drain was inserted, which stabilized the patient's condition. The procedure continued and concluded without further complication. The physician commented that he did not feel the lead performance was responsible for the complication, and the cause was the patient's unusual anatomy and the position that was chosen. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.